Manufacturer narrative:
Qc was within the established ranges prior to the event, but was erratic after the event. The instrument had a flood due to lack of vacuum at the sample collar wash. A bci field service engineer disassembled the collar wash vacuum valve and cleaned out a large obstruction.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous urea nitrogen (bunm), creatinine (crem), and albummin (albm) results generated by unicel dxc 800 synchron chemistry analyzer for five patients. The creatinine and albumin results were reported out of the laboratory. Amended reports were issued. The results are shown. There was no change to patient treatment.